Event description:
It was reported that the patient presented with a painful knee. Patient had a previous surgery using the avon patella femoral system. Upon exposing the knee it was noted that the patient had extensive medical compartment arthritis. When doctor addressed the femoral component he was able to remove it very easily with just a scalpel and performed a routine tka.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision surgery due to disease progression involving an avon patello-femoral component was reported. The event was not confirmed. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review indicated that there are no similar events for the reported lot. Conclusions: the patient underwent revision surgery to a total knee system as she experienced pain which was determined to be as a result of disease progression. Further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient presented with a painful knee. Patient had a previous surgery using the avon patella femoral system. Upon exposing the knee it was noted that the patient had extensive medical compartment arthritis. When doctor addressed the femoral component he was able to remove it very easily with just a scalpel and performed a routine tka.